Manufacturer narrative:
Spatz fgia inc. Has received the actual device for evaluation on nov 5, 2025, and analysis has been done to determine the adverse event cause. According to the internal analysis conducted by spatz engineer, an inflation tube tear close to the valve was identified. Known risk that may occur not following properly the instructions for use. This malfunction is caused due to a kink in the inflation tube line. A kink can cause inner pressure and cause the inflation tube to burst unless the "valve hold" (special part of the balloon) is closed. Not closing the valve hold can cause an inflation tube tear. This is emphasized in spatz training and the IFU provide special warning and instruction to close the valve hold during implantation procedure. A review of the device labelling notes the following: "push the valve hold snugly into the cap of the white catheter warning-skipping this step can result in an inflation tube tear which will require removal of the balloon. Warning: do not twist the valve during this step it may cause a kink in the inflation tube and failure to inflate" "complications related to the endoscopy procedure: abdominal cramps and discomfort from the air used to distend the stomach; sore or irritated throat following the procedure; aspiration of stomach contents into the lungs; cardiac or respiratory arrest (these are extremely rare and are usually related to severe underlying medical problems); digestive tract injury or perforation; upper digestive tract bleeding." The inflation tube tear current rate is 0.21% where is risk of aspiration stands on 0.002% (4 aspiration cases reported out of more than (B)(4) devices distributed since 2012). There are no similar events reported from the same lot. The company has made all mitigations to reduce this risk such as training for the implantation procedures, information available in the IFU, tutorials for the physicians for proper implantation and user awareness of this event. The distributor was advised to connect the user and provide a refreshment training on implantation procedure.

Event description:
Leakage of blue liquid into the stomach, flowing back into the esophagus. Leak at the end of the elastic filling tube. Pulmonary infection, balloon removed.